Manufacturer narrative:
This supplemental report is being submitted to provide the legal manufacturer's final investigation. Additional information: h6. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over thirteen (13) year since the subject device was manufactured. A definitive root cause was not identified, however based on the results of the investigation, the probable cause of the "no image appears" and "noise on the image" malfunctions would likely be due to a defective video connector lock. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned and the evaluation found there was no picture and image interruption. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported while using the video system center, sometimes no image appeared and there was image noise. The issue occurred during a procedure that was completed with the same device. There were no reports of patient harm.